Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens trailing haptic tore during insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. The cause of the haptic tearing is unk. Surgery was completed using another lens.